Event description:
It was reported that the user experienced recurrent nocturnal low glucose readings while using the ilet system and independently changed cgm glucose target settings from ¿lower¿ to ¿usual¿ without meaningful improvement, then inquired about a factory reset; troubleshooting and education were completed and the case was assigned for additional training. Symptoms included hypoglycemia requiring oral glucose. Outcomes included the need for user self-treatment with carbohydrate and additional coaching. Investigation included review of user-reported glucose trends, device use patterns, and troubleshooting with education. Investigation of this case revealed no confirmed device malfunction and an unclear etiology for hypoglycemia, with user setting changes not resolving the issue. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.